Manufacturer narrative:
(B)(4).

Event description:
During atherectomy of the superior femoral artery, the pantheris catheter contacted an indwelling vascular stent and caused some damage to a small part of the stent. The pantheris device was removed intact. The patient was not injured and balloon angioplasty was performed to finish the procedure. The stent remained functional. The IFU of the pantheris device instructs users how to identify the struts of an indwelling vascular stent in order to avoid such contact.